Event description:
Monoarticular septic arthritis of the injected knee [arthritis bacteria]. Pain on active and passive movement [pain]. General malaise [malaise]. Swelling of the involved knee [joint swelling]. Joint effusion [joint effusion]. Case description: literature-spontaneous report was received on (B)(6) 2012, from a physician regarding a (B)(6) female patient , initials unknown, with osteoarthritis. This report is from a literature article entitled "septic arthritis of the knee following intraarticular injections in elderly patients: report of six patients". The patient's medical history was significant for hypertension, pulmonary hypertension and mitral valve replacement. On an unspecified date, the patient initiated (B)(6) (unspecified manufacturer hyaluronic acid) injection. The synvisc lot number was not provided. Approximately one to five days after the synvisc injection, the patient was sent to emergency room and was diagnosed with monoarticular septic arthritis of the injected knee. The patient presented with general malaise while in the emergency room. Physical examination of the patient revealed swelling of involved knee, the presence of the effusion and pain on active and passive movement. On an unspecified date arthrocentesis was performed and synovial fluid analysis revealed white blood cell count (wbc) 82,250 k/mcl and neutrophil count 93 percent. Organism cultured was staphylococcus coagulase-negative. The patient's blood test results showed wbc 12,450, neutrophils 77 percent and c-reactive protein 33.56 (units and normal ranges not provided). On an unspecified date, the patient received intravenous cefazolin for monoarticular septic arthritis. It was reported that patient refused surgery during the first two weeks of hospitalization and was treated with intravenous antibiotics. However, her condition did not improve and she underwent arthrotomy (15 days from admission). The intraoperative findings included congested and thickened synovium with a purulent material. Postoperative surgical drains were placed. Post surgically the patient was treated with antibiotics (four to six weeks) after surgery, knees were immobilized for three days and were put in continuous passive motion physiotherapy machine, and drains were left for several days. The action taken with synvisc treatment was not provided. The patient recovered from the event of monoarticular septic arthritis of the injected knee. The outcome for the events of pain on active and passive movement, general malaise, swelling of the involved knee and joint effusion was not provided. Concomitant medications were not provided. The intensity for the events of monoarticular septic arthritis of the injected knee, pain on active and passive movement, general malaise, swelling of the involved knee and joint effusion was not provided. The reporting physician assessed the relationship between synvisc and the events of monoarticular septic arthritis of the injected knee, pain on active and passive movement, general malaise, swelling of the involved knee and joint effusion as possible. The qa (quality assurance) investigation results were received on (B)(6) 2012. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.

Manufacturer narrative:
Journal: israel medical association journal. Author: shemesh, s; heller, s; salai, m; velkes, s. Title: septic arthritis of the knee following intraarticular injections in elderly patients: report of six patients. Volume: 13, year: 2011, pages: 757-60. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.